Manufacturer narrative:
Additional event and initial reporter information was requested. At this time, no additional information has been received. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
The customer stated that the enteral feeding pump had an inaccurate volume delivery.

Event description:
The customer stated that the unit had an inaccurate volume delivery. Upon follow up from the customer on 9-oct-2018, the customer stated that the issue occurred during testing with a new feeding set. The pump ran for 15 minutes prior to testing. The customer used the correct head height of the feeding bag and ensured that the tube was not overstretched during installation. The volume to be infused was set to 75ml at a rate of 150ml. The unit delivered over by 10% (greater than 82.5ml) in 30 minutes.